Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that they needed to do an emergency c-section and could not remove the fetal scalp electrode (fse). The nurse then cut the wires about 6-8 inches from baby¿s head. The baby was then delivered via c-section but the fse came off and was not recovered due to miscommunication. The fse came out of the mom about a week after delivery.